Event description:
International customer reported that, the suture used for skin closure broke five days following a thyroidectomy. Patient was returned to surgery for repair.

Manufacturer narrative:
Representative samples of the returned product were tested for knot pull tensile strength and the results obtained met finished goods requirements. Conclusion: no failure detected and the product meets tensile strength requirements.